Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 46 mg/dl. The customer tried to change site and when they insert the needle to his body, he got stuck so he started again, for the mean time he start over, he put it the syringe on the storage. The product was not returned for analysis.